Event description:
It was reported that during initial setup on the fill tubing screen the user could not select ¿yes¿ to seeing drops, indicating a temporary screen or user interface unresponsiveness on the ilet pump that interfered with infusion setup. Symptoms included no clinical symptoms. Outcomes included no impact to health, no alarms, and no hospitalization. Investigation included telephone troubleshooting and education, including guidance to use the ilet app to restart the device. Investigation of this case revealed that a device restart resolved the issue and the user was able to proceed, consistent with transient user interface behavior without hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user interface performance that was corrected by a restart.